Manufacturer narrative:
Additional patient information received from the end-user facility revealed that the patient was hospitalized for 2-3 days at the baton rouge general hospital. Patient had an ercp, endoscopic retrograde cholangiopancreatography, with stent placement and sphincterotomy. Patient will have stent removed after approximately six (6) weeks. It was reported that this was "a duct leak, not a bleeder". DHR/lhr, device history record/lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Per manufacturing procedures 100% of reflex elc 530 clip appliers are fire tested for proper clip formation. All clip appliers found with improper clip formation are scrapped. There were no defects found related to clip formation during in process testing of each device within this lhr. There were no ncr, non-conforming reports, in the DHR record. The complaint device was not returned to conmed corporation for evaluation. The specific failure mode and associated root cause cannot be determined without examination of the actual device. However, nine (9) lot sample devices were returned to conmed for evaluation. Each of the nine (9) returned devices were tested in accordance with manufacturing procedure for proper clip formation. The fired clips were examined and the eye closure was measured under a microscope. All of the clips passed testing and were found to be acceptable. A 24-month review of the customer complaint history showed seven (7) previous similar complaints (3 under FDA code (B)(4), "staples did not form", one (1) under FDA code (B)(4), "loose", and three (3) under FDA code (B)(4) "defective device"). Of these eight (8) complaints {this complaint and seven (7) previous} four (4) were inconclusive {two (2) unable to reproduce complaint and two (2) no devices returned for evaluation}. The remaining four (4) complaints were confirmed; however, determined to be caused by user technique or other user related issues. (B)(4). The cause of this complaint was not determined. The likely cause is user technique (i.e., not completely closing the handle during use). Also, if the jaws of the clip applier are utilized to move tissue or structures (tissue dissection), the jaws may become deformed causing them to spread open, resulting in malformation of the fired clips. The risk associated with this complaint is mitigated in the current dfu, directions for use, which states, "failure to completely close the trigger could result in incomplete clip closure and possibly compromise hemostasis." The dfu further cautions to, "inspect the ligation site to ensure proper application and that hemostasis has been achieved." The complaint investigation has not identified any manufacturing defect; therefore, corrective action is not warranted at this time. Conmed is considering this complaint closed. (B)(4): actual device not returned to conmed.

Event description:
It was reported, "the clip slid off after it was applied and the patient was discharged from this outpatient surgery center. He had a leak because of the clip slipping off and had to go to the hospital for five (5) days".

Manufacturer narrative:
The suspect device was discarded by the end-user on the surgical date; therefore, cannot be returned to conmed corporation for an evaluation to be conducted. At present conmed is considering this a reportable event due to the reported hospitalization by the end-user. I am attempting to retrieve further information from the end-user related to the event. At the present time we are unsure if the five (5) day hospitalization in the post-op period was in any way a direct result of the suspect device. Details surrounding the hospitalization including admitting diagnosis, treatments and care given the patient, or any other details are unknown at present. When the quality engineering investigation is completed a supplemental report will be filed. Discarded by end-user day of surgery.